Manufacturer narrative:
G4, g7,h2, h6, h10: the vyaire medical service technician was able to verify the reported issue as this is determined to be a known issue. Result of investigation: the customer was sent a rga to send the study and report templates for review. It was determined to be a known issue in the software. The resolution will be to incorporate a fix for this issue into the next somnostar software release - version 11.4.

Manufacturer narrative:
Results of investigation: vyaire received a sample of test results of the study provided by the customer. The issue was duplicated using the study supplied by the patient and running the default split night report. It is confirmed that the software has provided an incorrect data with hr values. This issue will be internally investigated within vyaire.

Event description:
The customer reported the issue with the software indicating that the heart rate (hr) reading is unusually below average or describes as incorrect values. The customer reported that the medical director of the facility noticed that the hr of 27 beats per minute (bpm) and was considering to refer to a cardiologist based on the test results.